Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ malposition: unable to observe. ¿ myalgia: unable to observe ¿ pain: unable to observe ¿ unsatisfactory result: unable to observe ¿ visibility/palpability: unable to observe as per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Patient reported left side "implants have not fallen into place, or dropped at all since implantation due to complications with ¿ pec muscles," "very aesthetically unpleasing," "discomfort, "implants remaining extremely high in ¿ sternum," "incredible strain on ¿ neck, shoulders, and upper back," and "deformity". Patient later reported capsular contracture, baker grade iii. Later, healthcare professional confirmed capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "implants have not fallen into place, or dropped at all since implantation due to complications with ¿ pec muscles," "very aesthetically unpleasing," "discomfort, "implants remaining extremely high in ¿ sternum," "incredible strain on ¿ neck, shoulders, and upper back," and "deformity". Patient later reported capsular contracture, baker grade iii. Later, healthcare professional confirmed capsular contracture, baker grade iii. The device has been explanted.